Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the patient's file, the patient had a labyrinthization of her right ear following the implantation. The device was explanted on (B)(6) 2014. Additional information has been requested from the field.

Manufacturer narrative:
Based on the received information from the field, the recipient was explanted due to a labyrinthization of her right ear following the implantation which is a post-operative complication of middle ear surgery. The device which was explanted in 2014 has not been received for investigation. This is a final report.

Event description:
According to the patient's file, the patient had a labyrinthization of her right ear following the implantation. The device was explanted on (B)(6) 2014. The explant is no longer available for investigation.